Event description:
Allegedly the patient had a nonunion.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested from user facility. Event device code is addressed in package insert. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00243, 00245.